Event description:
During circumcision, the 1.3 cm clamp would not screw down, resulting in poor hemostasis, resulting in 4-0 chromic sutures x 8 for control, and epinephrine soaked gauze and pressure for control.